Manufacturer narrative:
Patient identifier and weight is not available for reporting. Patient age reported as in 60s. Additional product code: hrs. Not implanted or explanted, device broke intraoperative and partial device remained in patient. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device 04.118.558s, lot 9401647 was sterilized by supplier (B)(4) with lot number 9401647. Device 04.118.558 was manufactured in the us with lot number 7904807. Manufacturing location:(B)(4), manufacturing date: 23-jan-2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a surgery for right olecranon fracture on (B)(6) 2016 a screw broke off. During the procedure surgeon was implanting a variable angle (va)-olecranon plate. He inserted a screw in a proper manner without any resistance; however a part just beneath the screw head broke. The broken screw shaft was not retrieved and remained in the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
No other medical intervention was required during the procedure.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the screw (screw head-part# 04.118.558s, lot#9401647). The subject device was returned with the complaint condition stating the screw is broken at the smallest diameter below the screw-head. Only the screw head was received for investigation. The complaint condition was confirmed. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy. The technique guide was reviewed and determined the screw to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. The root cause was unknown, however a possible cause is a high applied mechanical force was exerted intraoperatively, that may have led to this damage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.